Manufacturer narrative:
Product complaint (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that after sending the instrument to hospital, the staff of the sterile supply department found that the moving arm of the casper pin distractor disintegrated due to some parts of it falling off. It was thought that it was because the welded point of that part was absented.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: the product was not returned to medtech orthopaedics, however photos were provided for review. The photo investigation revealed that '03.820.111,vertebr-body retainer was broken. 'The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces.' Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was confirmed as the observed condition of the vertebr-body retainer had broken would contribute to the complained device issue. Based on the investigation findings, potential cause can be component failure and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review: DHR review not possible. Please check the specified product code 03.820.111 and the lot number t928104. With the lot number t928104 was produced the article 03.820.113. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.